Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that during preparation for use, the evis exera iii video system center , while being used with the evis exera iii xenon light source, was experiencing a message code of b30 (scope communication error) across multiple olympus 190 series scopes. The customer was not in front of the unit but stated she had cleaned the scope contacts and tried multiple scopes. The customer reported that the clv-190 xenon light source was swapped, and the error message b30 persisted. The tac technician discussed troubleshooting regarding cleaning the scope socket and making sure the error is cleared when testing by hitting the escape key or turning off the clv-190 xenon light source. Subsequently, the clv-190 evis exera iii video system center was returned to olympus for repair. The intended colonoscopy procedures was cancelled and the procedures were cancelled for rest of day. This complaint is related to patient identifier (B)(6) (clv-190/evis exera iii xenon light source/sn (B)(6)).